Manufacturer narrative:
One cadd solis vip pump was received with no damage found. The event history log was reviewed and there was a "cannot start pump" message. A functional check was performed and the issue was able to be confirmed. The pump failed the air detector test. It was determined that the air detector sensor was inoperable and the cause of the issue. Therefore, the air detector sensor will be replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an air in line alarm. The issue occurred during testing and there was no patient involvement.